Manufacturer narrative:
Additional mdrs associated with this article: 3025141-2019-00612: case 1, 3025141-2019-00614: case 3.

Event description:
Article: the effectiveness of a flexible locked intramedullary nail and an anatomically contoured locked plate to treat clavicular shaft fractures: a 1-year randomized control trial; king, paul r. Fcsa; ikram, ajmal, fcsa; eken, maaike m. Phd, lambreets, robert p. Phd, fecss; j bone joint surg am. 2019:101:628-34. Case 2: patient's broken clavicle was treated by implanting an acumed locking clavicle plate. The hardware failed.